Event description:
It was reported that while assembling the retractor intraoperatively, it was discovered that there were two right arms as opposed to one left and one right in the packaging. The issue was noticed before the patient was positioned. The retractor was deemed unusable, and led to the physician making a change to the procedure from a lateral and posterior one to an all posterior surgery with a less than 30 minutes delay.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.